Event description:
Two months post laminectomy fusion, follow up x-ray showed rod had slipped. Patient returned to operating room on (B)(6) 2015 for hardware revision surgery. In addition to the rod a locking head and locking cap (B)(4) were also removed and replaced.